Manufacturer narrative:
(B)(4). Date sent: 8/15/2024 d4: batch # 905c65 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 905c65, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic duodenal switch procedure that when the device was being placed on tissue the slr slid causing the staples to misalign with some unformed staples. There was minimal bleeding on the staple line. Surgeon over sewed the staple line to control the bleeding and ensure hemostasis. There were no adverse consequences for the patient.